Manufacturer narrative:
Pump passed displacement test and self test. Pump was tested with no missing segments/partial display noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via phone call that the insulin pump had display anomaly. The customer¿s blood glucose level was 94 mg/dl at the time of the incident. The customer's mother stated that the display was not working and doesn't show anything. The customer was advised to pump will need to be replaced. The customer was advised to discontinue use of the pump and revert to backup plan per health care professional instructions. The insulin pump will be returned for analysis.